Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient also experienced stimulation turning on and off on its own and experiencing "a pop" which would turn stimulation off. The patient's scs ipg was explanted and replaced which resolved the issues. Reference MFR. Report: 1627487-2016-05192 for scs lead.

Manufacturer narrative:
(B)(4) recall: 1627487-12192011-003-r, 1627487-07262012-002-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient is experiencing an uncomfortable, unintended sensation at her scs ipg pocket site following an unrelated surgery. It was noted the incision from the unrelated surgery is near the patient's pocket site. Surgical intervention will be taken at a later date to address the issue.